Event description:
It was reported that, on an unknown date, the, synframe half ring was missing a screw that tightens the rings together. I was reported that this issue was found after sterile processing, with no surgery involved. It was reported that this event did not contribute to a death or serious injury. It was also reported that subject device did not malfunction during surgery while being used on a patient. No further information is available at this time. One part(s) is associated with complaint (B)(4). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item was missing the screw. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The hex screw and stop screw were replaced. This item was repaired, passed final inspection and returned to the customer.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. No service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.